Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
A farawave catheter was selected for use during a pulse field ablation. Following the procedure, the patient experienced anterior chest discomfort that required an extended hospital stay. The patient denied chest pain, palpitations, or groin site pain, but reported anterior chest discomfort after the ablation on the previous day, which resolved spontaneously. The patient was monitored overnight with no further events. The patient is currently stable at home. It is unknown if the device will be available for return.